Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer's parent was advised to disconnect at the quick release and was assisted with fixed prime, which they stated resulted with the insulin exiting. The customer's parent was advised that the no delivery alarm was possibly caused by a site/set occlusion and to change entire infusion set as soon as possible. The customer's parent stated that the customer was able to get a certain amount of insulin before receiving no delivery. The customer's parent called back to reported that the insulin pump alarmed no delivery again even after changing the entire infusion set. The insulin pump will be returned for analysis.